Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ plus analyzer, the customer received three (3) false positive flu b patient results. The erroneous results were reported. Upon sample recollection and retesting the patients using pcr, negative flu b results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 11-jul-2025. H3. Device eval by manufacturer- yes. Investigation summary - the complaint alleges the bd veritor plus analyzer is having multiple results false positive for flu b. (Catalog number 256066, serial number (B)(6)). The customer was reported that they obtained 3 false positive results, and they had repeated the test with pcr and it showing as negative. Replacement provided to the customer. Bd veritor plus analyzer was returned for investigation. Troubleshooting has been performed and found the analyzer identified a signal on the test strip. This was located in the region of interest for the flu b indication and as such it was reported as a positive test for flu b. The origins of the signal are unclear, but it can be clearly seen on the tiff files and appears to be on the test strip and not due to noise in the system. Therefore, this is not an analyzer issue, and the complaint is unconfirmed. Device history record review for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported when using the bd veritor¿ plus analyzer, the customer received three (3) false positive flu b patient results. The erroneous results were reported. Upon sample recollection and retesting the patients using pcr, negative flu b results were obtained. There was no health impact or consequences reported.

Event description:
It was reported when using the bd veritor¿ plus analyzer, the customer received three (3) false positive flu b patient results. The erroneous results were reported. Upon sample recollection and retesting the patients using pcr, negative flu b results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been corrected: d2. Medical device type: psz. Common device name: devices detecting influenza a, b, and c virus antigens. G5. PMA / 510(k)#: k232434.